Event description:
The sheaths are splitting at the "10% angle" when ancillary instruments are introduced. The channel has been opened with the instruments prior to insertion into the pt but the sheath still splits when the instruments are introduced. No additional information is available.